Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after removal of the tether the thresholds of the leadless implantable pulse generator (ipg) increased during the implant. The ipg was snared and reimplanted. The ipg remains in use. No patient complications have been reported as a result of this event.